Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade IV¿.

Event description:
Healthcare professional reported a right side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported a right sideexchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.